Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose was unknown mg/dl. Customer stated that having issue even sent new transmitter, new box of sensors, still the didn't fix the issue. The customer request for replacement of the insulin pump. Customer was advised that we would replaced the device and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The test minilink transmitter communicates properly to the insulin pump. No unexpected lost sensor alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.